Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the medication leaks out on to the skin. Additional information received from the customer stated that when administering the flu vaccine, the vaccine leaks out of the hub. The customer further stated that there was no damage noticed to the hub. There was no medication exposure to the patient or staff. No patient harm reported.